Event description:
The complainant reported the automated impella controller (aic) would not recognize the purge cassette. The initial device was replaced, and the case continued. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was broken/ missing purge flag. This report is being filed as part of a retrospective review of historical records.